Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing had disconnected from his site. Moreover, the tubing had detached itself and not the site clip. The blood glucose level at the time of the incident was 591 mg/dl and he tried to treat with a bolus. Further, there was no damage when the package was first opened. No further information available.